Event description:
It was reported that during a device replacement procedure, a new atrial lead was attempted, but no p-waves could be detected. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.